Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results for thirty-two patients. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the samples were rerun and the results were amended. Customer reported that one patient was treated based on the potassium (k) result. There was no report that the patient that was treated was adversely affected by the treatment. A separate report is filed for the patient who received medical treatment (MDR #2050012-2011-08238) . This report addresses the patients who did not receive medical intervention or treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment for the patients address in this report. Customer reported to bec field service engineer (fse) that they had run maintenance prior to the event. The fse found that quality control (qc) was low out of lab-established ranges. The fse found that the samples were run even though the qc was out of established ranges. Recalibration after the event gave successful recovery. The fse verified performance of the instrument.

Manufacturer narrative:
This report is one of two reports based on two events that occurred on the same day. This report is related to MDR# 2050012-2011-08238.